Event description:
A health care professional reported that the instrument does not always mix microparticles consistently when stat samples are processed. This has a potential of giving wrong results. No serious injury or death was reported.